Event description:
It was reported that when attempting to unscrew the top apparatus to disconnect, to connect a t-connector for medication administration the device would not disconnect.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA (B)(4) and iso (B)(4). Ez-io needle set, 9018p-vc-005 9058 (lot# 6101635) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when attempting to unscrew the top apparatus to disconnect, to connect a t-connector for medication administration the device would not disconnect.